Manufacturer narrative:
The reported event of low pacing lead impedance was confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. The high potential test failed between conductors due to damaged inner insulation. The cause of the reported event was due to damaged inner insulation cause by overtighten suture consistent with procedural damage.

Event description:
During implant procedure, decreased pacing impedance was observed on the right atrial (ra) lead. The physician suspected the suture was tied too tight. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.